Event description:
It was reported that when the asymptomatic patient presented to the clinic for normal follow-up, the clinician found that svt episodes were misdiagnosed as vt-1 in the monitor zone due to atrial undersensing in the post-ventricular atrial blanking (pvab).

Event description:
It was reported that when the asymptomatic patient presented to the clinic for normal follow-up, the clinician found that svt episodes were misdiagnosed as vt-1 in the monitor zone due to atrial undersensing in the post-ventricular atrial blanking (pvab) interval. The pvab was reprogrammed patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.